Event description:
It was reported that during a percutaneous angioplasty treatment procedure, a balloon deflation issue occurred and the balloon became stuck on an introducer sheath. Vascular access was obtained via the right femoral artery. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous iliac artery. This 8.0mm x 200, 75cm mustang balloon catheter, was advanced and an unknown number of successful inflations were performed successfully (12atm / 30seconds). It was at an unknown inflation when the balloon had an issue deflating (pressure was at 12atm). The balloon was being removed when it became stuck on another manufacturer's sheath. The entire system was removed intact from inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).